Event description:
A malfunction alarm with code malf 12 was reported. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer was assisted by technical support to reset the pump, and the malfunction did not recur. Customer continued using the pump for insulin therapy.